Event description:
Silicone gel breast implants implanted in 1967. Rptr's breasts are hard as rocks with painful sensitivity. Since last october, she has developed left fourth finger proximal joint stiffness and dislocation symptoms upon arising in the morning which subsides later on in the day.